Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system. Cristacath catheter, model # d-1276-01-s, lot # 17566581m. Coolflow tubing set, model # d-1233-01-s, lot # 842066. (B)(4) are related to the same incident. .transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters when the impedance increased included power control mode with contact force of approximately 30 grams. There is no information regarding titration of power. There is no information regarding overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. After transseptal puncture, a signal noise occurred with the webster crista cath 20-pole deflectable catheter at the electrical potentials 11-20 on the carto and the lab. Cable was changed but the issue continued. Catheter was changed and the issue resolved. Because only some of the electrical potentials were affected, the patient¿s heart rhythm was still visible to the physician. The risk to the patient in such a situation is low. As a result, this is not an MDR reportable event on its own. While isolating the left pulmonary veins, a bubble error occurred. Microbubbles were visible in the tubing. Attempts to remove the bubble(s) using a clamp were unsuccessful. Tubing set was changed and the issue resolved. A bubble error indicates that the equipment was working as intended, and the patient risk is low, with the most likely effect being an intraprocedural delay. This is also not an MDR reportable event. There is no information regarding spi value, catheter proximity, or catheter zeroing. Bubble error message was observed during the procedure. This complaint addresses the smarttouch catheter with the deflection issue, that was removed from the patient prior to injury.

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter x 2 and suffered a cardiac tamponade requiring pericardiocentesis. While isolating the left pulmonary veins, the thermocool smarttouch bi-directional sf catheter (# 1 of 2) would not deflect as intended. Catheter was removed from the patient¿s body and deflection issue was confirmed. Catheter was changed and the procedure continued. After pvi, while using the thermocool smarttouch bi-directional sf catheter (# 2 of 2), atrial flutter was induced. The block line from the left pulmonary veins to the mitral valve was ablated and the atrial flutter arrhythmia was terminated. Since the arrhythmia was terminated at the base of the left atrial appendage (laa), additional ablation was performed. During additional ablation, impedance increased and the patient became hypotensive with a systolic blood pressure (sbp) of 50 mmhg. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Patient recovered and was reported to be in stable condition. Patient was transferred to the intensive care unit. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure, specifically, the increased impedance noted while ablating around the laa and not related to bwi products.